Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis. The customer's blood glucose reading was 132 mg/dl during the phone call. The customer stated that he changed the infusion set on the morning of the hospitalization. Troubleshooting was performed and the insulin pump history revealed that the customer may not have been using the bolus wizard feature correctly. The basal rates were programmed correctly. The insulin pump alarm history also revealed that the customer was getting no delivery alarms on the day of the event. The customer was too exhausted to troubleshoot any further and asked to have the insulin pump replaced.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement, occlusion, prime and excessive no delivery alarm tests. The bolus wizard functioned properly.